Event description:
It was reported that the 9800 system images on the left monitor were distorted. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found loose pin in the p1 interconnect assembly. Repaired pin. The system was tested and found to be working as intended and placed back into service.